Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high urine ketones on (B)(6) 2020 with blood glucose of 32 mmol/l. The customer's current blood glucose was 19.1 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous fluids. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.